Event description:
During a follow-up, high pacing impedance was observed. X-ray revealed that the lead was fractured under the collarbone. The device delivered large amount of charges due to noise. As a result the ICD reached eri. The lead was cut and capped.